Event description:
It was reported that during preparation for a percutaneous coronary intervention with stent implantation stent dislodgment occurred. The event occurred during the preparation of the procedure. Before entering the sheath, the promus element stent came off the delivery balloon. The procedure was completed with another device. The patient remained stable and no complication was reported.

Event description:
It was reported that during preparation for a percutaneous coronary intervention with stent implantation stent dislodgment occurred. The event occurred during the preparation of the procedure. Before entering the sheath, the promus element stent came off the delivery balloon. The procedure was completed with another device. The patient remained stable and no complication was reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned with the stent attached but the stent was damaged throughout. The struts at the distal end of the stent are pulled over the tip of the device. The outer diameter (od) of the damaged stent area was out of product specification. The od of the stent area where no damage was present was measured to be within specification. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(6). Device is combination product (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).